Manufacturer narrative:
Investigation conclusion: per the reported information, the surgeon intended to implant a 21mm valve, but a 23mm valve was accidently implanted. The valve was returned for analysis and was found to be acceptable aside from damage that occurred during the explant procedure. This adverse event was not related to the device. It was unintentional user error. Surgeons are instructed to verify that the proper size valve is selected prior to implanting a valve. H3: completed device evaluation fields h6: updated coding medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This valve was re-assessed for size confirmation. This valve was confirmed to meet size requirements. Additional DHR review was performed. It was concluded that all process parameters were within specification. As previously reported, there was no allegation that the size of the valve was incorrect. The surgeon unintentionally selected the wrong valve size. G: manufacturer contact information was updated h6: annex f codes added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 23mm aortic bioprosthetic valve, the size was inadequate in regards to the patient's annulus, and the valve was explanted and replaced with a 21mm valve of the same model. The surgeon indicated that the 23mm was opened and attempted in error, as the intention was to implant a 21mm from the beginning. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic aortic valve, as the physician was attempting to check the blood flow, the patient's heart was not beating as expected. The valve was explanted and replaced with a valve of a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual inspection noted that the valve was returned dry and discolored which showed evidence of blood contact. There was damage noted on the bias cloth and sewing ring adjacent to leaflet 2 (l2) likely caused during the explant procedure. All leaflets were stiff, slightly flexible and intact and returned desiccated which was likely caused due to the returned conditions (without any solution). All leaflets were in the partially open position with gaps between all free margins. All commissures were intact with no damage. The sewing ring was flattened to align with the base outflow and with a caliper, the outer diameter measured at 30.39 mm which is acceptable for an avalus size 23 mm valve. Conclusion: investigation is ongoing, a supplemental report will be submitted should any new or additional information become available. If information is provided in the future, a supplemental report will be issued.